Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation results: summary: two physical samples as well as two picture samples were received for evaluation by our quality engineer team. Upon visual inspection of the samples, foreign matter was observed within the packaging, one syringe was missing a label, and one syringe had two labels around the barrel. The labeling tape used can have difficulty detaching the last labels from the core. When attaching the last two labels, they did not detach, resulting in the application of two labels to one syringe as well as residue from the core of the label roll. This improper attachment also resulted in the lack of labeling for the following syringe. A device history record review did not reveal any documented non-conformances or quality issues during the production of the provided lot number that could have contributed to the observed defects. As the labeling tape used for the syringes is from a supplier, a request was sent to the supplier regarding this issue. The supplier has since changed the labeling tape's core to allow a better release of the label from the core of the syringe. This method change will be monitored continuously. Conclusion: ar: scale marking issue - skewed/doubled. Sample received. DHR: the non-conformances were reviewed for this batch; there were no non-conformances relating to this defect. Confirmed - the customer complaint is related to scale marking issue - skewed/doubled. This is as a result from the supplier tape and its method of attaching the last label from the core to the syringe, two labels were attached to the syringe with brown tape as it did not have a clean release from the core. The subsequent syringe therefore had no label. Product not within specifications. Ar: scale marking issue - missing. Sample received. DHR: the non-conformances were reviewed for this batch; there were no non-conformances relating to this defect. Confirmed - the customer complaint is related to scale marking missing. This is a result from the supplier tape and its method of attaching the last label from the core to the syringe, two labels have been placed on the previous syringe leaving this syringe absent from a label. Product is not within specifications. Ar: fm. Sample received. The non-conformances were reviewed for this batch; there were no non-conformances relating to this defect. Confirmed - the customer complaint is related to fm (brown tap) found in the blister pack. This is as a result from the supplier tape and its method of attaching the last label from the core to the syringe. Product is not within specifications. Root cause: the issue has recently been addressed through the scar process. The root cause of this issue is related to the transferal by tape of the last label from the core to the syringe. The supplier has changed away from tape on top of the label to the core to double sided tape. This allows for better release of the label from the core to the syringe.

Event description:
It was reported foreign matter was found inside the packaging of bd posiflush¿ xs pre-filled flush syringe breaking the sterile barrier. In addition, it was reported the "measurement label" was missing on the syringe. There was no report of exposure, injury or medical intervention.